Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info. The customer repaired the device in house.

Event description:
Customer initially reported the item has insulation failure. The insulation located at the distal tip has cracked and some materials may have fallen in the pt's body. No confirmation nor reports of injury have been reported. On (B)(6) 2011, director risk management reported via phone that the issue with the insulation was found during a nissen fundoplication. No x-ray taken because surgeon did not feel the need. The director reported that this device was old, and it would not be returned because it was repaired in house, no pt injury confirmed (B)(4).